Event description:
Patient was having a cardiac ablation for atrial fibrillation. After the transseptal sheath was inserted and removed, the tech noticed tiny specs on her gloves. She rubbed the sheath and more specs came off. No immediate harm to the patient.